Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to troubleshoot issue. It was found x ray batteries dead, as the imaging system would not make exposure. Error 25, recoverable error found in logs. Pcba battery charger and kit were ordered. Parts replaced, system tested and passed all testing. System put back into use. Parts were sent back to manufacturer for evaluation. Charger 1- confirmed reported problem " 0 volts on j7 pins 13 & 14, 6 & 7". Connector j2 damaged, battery charger pcb fails bench test fixture. Charger c outputs for no load, over load, max load and min load all read 0 volts. Charger 2- unable to confirm cause of reported problem "0 volts dc on j7 pins 13 & 14, 6 & 7." Battery charger board passed all output bench testing. Visually, the pcba has leaking capacitors. No further issues reported. This event was identified during a retrospective review as discussed with the (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative called to report that when taking a 2d image the image is completely black. There was no patient present when this issue was identified.